Manufacturer narrative:
(B)(4). Medical devices: part # 14-103652 univ 2-hole shl 52mm lnr sz 23 lot # 865910; part # 15-103203 taperloc microp lat fmrl 9.0mm lot # 016980; part # 11-363660 36mm cocr mod hd -6mm lot # 532610. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Manufacturer narrative:
Reported event was confirmed by review of pictures. The photographs provided reveals rim of the liner exhibits fracture and black soft tissues. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2017-04554-2, 0001825034-2018-01000-1.

Manufacturer narrative:
Cmp-(B)(4). Concomitant products: universal 2 hole shell, 36-6 lock head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient was revised approximately 7 years post-implantation due to liner breakage. The locking ring was unable to be removed due to the liner break, so the cup was also removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.